Event description:
Pt's infusion pump was overfilled with 18 ml baclofen instead of the usual 12 ml, attributable to failure to use the three-way stopcock during the fill procedure. Twenty mins after the programming bolus (0.2 mls to fill the catheter) began, the pt developed severe extensor spasms in both legs and arms for about twenty mins. Sixty mins after bolus, the pt became disoriented, became somnolent, and had extreme flaccidity in both legs and arms. Breathing was slow and weak, but complete respiratory depression did not occur. The pt also experienced bradycardia of 48 beats/min. The pt was transferred to ICU for observation, and rec'd oxygen-enriched air for breathing. Seven hrs post-bolus, the pt was awake, oriented and progressively regained strength in her extremeties. The pump was accessed 24 hrs after bolus and found to have only 0.5 ml of baclofen present, resulting in a volume of 17.5 ml containing 8700 mcg baclofen to be infused in a short time period. The pt had no residual effects from this episode, and began normal therapy within a period of several days.